Event description:
The manufacturer received information alleging a "high circuit leak" alarm condition occurred. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and air path foam were found to be contaminated with dirt and dust, causing the reported issue. The device's blower motor and air path foam were replaced to address the issue.